Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. Cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included nipple discharge. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), genital haemorrhage ("gen. Abnorm. Bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage and anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion and removal date because both are same. Date(s) of insertion: (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs and mr received : events- "abnormal bleeding (vaginal), lower abdominal pain, she did not undergo essure conformation test" added. Reporter information, lot number, medical history added. Event genital bleeding seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen. Abnorm. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)") and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion and removal date because both are same. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received events " dysmenorrhea (cramping),chronic, pelvic/abdominal, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods), anemia, gen. Abnormal bleeding" were added. Patient information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. Cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included nipple discharge. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, abdominal pain lower, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion and removal date because both are same. Date(s) of insertion: (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Batch no cs000x7 production date 2015-07-10 expiration date 2018-04-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: quality-safety evaluation of ptc. Event anemia updated to anemia from chronic blood loss. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. Cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure conformation test". The patient's medical history included hypothyroidism in (B)(6) 2019, multiple allergies in (B)(6) 2018 and nipple discharge. Concomitant products included cetirizine hydrochloride (zyrtec allergy) since (B)(6) 2018, progesterone (progesterone) since (B)(6) 2018 and thyroid (armour thyroid) since (B)(6) 2019. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("lower abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, metrorrhagia and iron deficiency anaemia outcome was unknown and the dysmenorrhoea, abdominal pain lower, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion and removal date because both are same. Date(s) of insertion: (B)(6) 2016 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Batch no cs000x7 production date 2015-07-10 expiration date 2018-04-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: pfs received: aka name, event outcome updated for pain, cramping and abnormal bleeding , medical history and concomitant drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.